Event description:
Surgery date: (B)(6) 2010. A (B)(6) female underwent a procedure at th12-l3 to treat l2 burst fracture. It was reported that after completion of bone fusion, breakage of right l3 screw was confirmed. The patient underwent a removal surgery on (B)(6) 2012. The right l3 screw was broken at the middle of pedicle where was too narrow to remove the fragment. The surgeon decided to leave the fragment to conserve the pedicle. The other devices were removed successfully. No additional patient complication is reported.

Event description:
It was reported that the patient underwent a procedure at th12-l3 to treat l2 burst fracture. After the bone had completely fused, it was found / confirmed that the right l3 screw was broken. The patient underwent removal surgery. During surgery, the doctor found the right l3 screw had broken at the middle of the pedicle where it was too narrow to remove the fragment. The surgeon decided to leave the device fragment to conserve the pedicle. The other devices were removed successfully. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implants of multiple part/lot numbers were used in this case. Part g8630430, lot w08e0863 / part g8630435, lot w08f0983 / part g8630440, lot w07c3310 / part g8630440 lot w07d3071. Although it is unknown which of the devices contributed to the reported event, we are filing this MDR for notifcation purposes. These parts are not approved for use in the united states; however, the catalog #s 8630430, 8630435, and 8630440 and 510k # k031655 of 'like devices' were cleared in the united states.

Manufacturer narrative:
A review of all documents included in the DHR for lots w08e0863, w08f0983, w07c3310, and w07d3071 did not identify any applicable no n-conformances to specification or deviations in procedure. A query of the entire complaint history of these parts was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.